Event description:
The through-and-through injury to the aorta was repaired by an endovascular approach. Because of the liver damage, the patient was not heparinized. A zta device was implanted to seal the wound successfully. However, the patient experienced left-sited access site thrombosis requiring thrombectomy and fasciotomies. The patient has recovered well and has returned to normal activities. There was no long-term morbidity associated with the access site complication, and CT at 6 months follow-up demonstrated proper positioning of the stent graft and patency of the celiac artery.